Event description:
Umbilical hernia repair on (B)(6) 2007. I've had increasing pain since this surgery. The surgeon released me on (B)(6) 2008. On (B)(6) 2008, I went back to the surgeon about the increasing pain around the area of the surgery. He pressed around on my stomach and said everything seems to be ok. After that I have been to many doctors have put me through various tests. The tests have not shown anything that could be causing this problem. I'm going to another dr (B)(6) 2012. I also had a hiatal hernia repair and I'm doing worse than I was before surgery. The surgeon told me the repair did not take, that the muscles that were sutured have ripped apart. Therefore, the hiatal hernia is back up in my chest. The surgeon told me, in all the years of practice, he has never seen a hiatal hernia so bad as mine. The surgeon wants to do another surgery, but I've been to other doctors and they said not to have the surgery. It would be risky for me.